Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that there are scratches on the insulin pump. The customer stated that due to her retinopathy, it is difficult to see the screen. The customer stated that the pump was removed for surgery. The customer stated that she is unsure of the reasons for the scratches. The customer could not read the lcd screen properly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, self test, and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.